Event description:
It was reported patient underwent total left hip arthroplasty with competitor product on an unknown date. Subsequently, on (B)(6) 2011, patient was revised for an unknown reason of competitor product and a biomet modular head was implanted. It is further reported patient was revised again on (B)(6) 2014, due to cup displacement, dislocation, leg length discrepancy and infection. The head and cup were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certification confirms device was sterilized in accordance with (B)(4). There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿early or late postoperative infection and allergic reaction." Number 7 states, "undesirable shortening of limb." Number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-01422 / 01503).